Event description:
Customer reported a tandem mobi cartridge alarm occurring at various times between late (B)(6) 2025 and (B)(6) 2026, resulting in blood glucose levels exceeding normal limits. Though the specific blood glucose values were not provided, the levels were indicated as "high." To address these high levels, the customer administered correction injections using multiple daily injections (mdi) and did not require assistance beyond normal third-party support. Customer technical support (cts) confirmed the cartridge alarm and instructed the customer to remove the cartridge and deliver a 9-unit bolus, successfully resolving the issue. The customer was able to reload the original cartridge and resume insulin therapy without further complications.